Event description:
In 2005, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Annual cta imaging demonstrated aneurysm growth with no sign of endoleak. The physician chose to wait and watch. In late 2008, a follow-up cta revealed the aneurysm had grown from 4.8cm to 7.2cm with no visible contrast outside of the gore excluder aaa endoprosthesis or in the aneurysm sac. A reintervention is planned to reline the device the following month.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Other related device implanted: pc1412. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.